Event description:
It was reported that the fiber cap detached inside of pt at 179,763 joules into the case. The physician was able to retrieve the fiber cap. There was no indication or report of any part of the device remaining inside the pt. The procedure was completed with a second fiber. No pt injury was reported as result of this event.